Event description:
Livanova (B)(4) received a report that, the laboratory of (B)(6) 2020 show contamination with ntm chimera. There was no patient involvement.

Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Laboratory results provided by the customer showed ntm positive results. However, pcr analysis of the sample did not confirm identify the chimera strain contamination. The complained heater-cooler device (16s17344) is used as loaner. The device was used by iucpq and returned to livanova (B)(4) in (B)(6) 2020. Livanova was informed on the (B)(6) 2020 positive results in (B)(6) 2022. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Sn (B)(6) of the involved heater cooler 3t system was added to section d.4 (serial number). The serial number of the device was reported only in section h.10 of the initial report due to a copy and paste error. H10: please consider invalid the following sentence reported in the initial report: "pcr analysis of the sample did not confirm identify the chimera strain contamination." And consider valid the following information received through further follow up communication with the customer: "through follow-up communication livanova learned that mycobacterium tuberculosis complex identification analysis is always carried out by the customer on clinical samples first. If the outcome is negative, customer proceeds with the identification of the non-tuberculous mycobacterium. In this specific case, since it was an environmental sample, identification analysis of the mycobacterium tuberculosis complex was not necessary. The identification at sample sequencing was mycobacterium chimaera." Moreover, through follow-up communication under previous complaint from the same hospital in 2020, livanova learned that the device was cleaned regularly as per instructions for use and it is placed inside the operation theatre with fan directed away from surgical field at distance of two (2) - four (4) meters. In addition, reusable heating blankets for the patient are not used. No evident or systematic deviation from device instruction for use could be identified in this specific case. However, the source of contamination is most likely related to location where device is used/stored.